Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17068 - device 4 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. Patient complained about six infusion sets that fell off during use. Event took place on (B)(6) 2024 and (B)(6) 2024. The infusion sets were in use for few hours. Patient resolved all the events by replacing infusion sets and resumed insulin succcesfully. No further information available.